Manufacturer narrative:
B3: estimated based on the gfe response from the sales representative, as the patient was aware of the issue immediately after the initial implant and revision. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7131139, UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7133342. UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) implantable pulse generator (ipg) and leads were replaced due to inadequate stimulation, as the targeted pain areas were not covered satisfactorily. Although the exact cause remains unknown, it is suspected that the initial placement of the leads may have also contributed to the problem. The patient underwent a revision procedure wherein their ipg and leads were explanted and replaced. The ipg and leads were disposed by the hospital and will not be returned for analysis. No additional adverse patient effects were reported.